Event description:
A malfunction alarm was reported with a code labeled malf 16, indicating the issue could not be reset. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support resolved the issue by replacing the faulty pump, advising the customer to use multiple daily injections as a backup therapy to maintain insulin delivery. They instructed the customer on how to correctly handle the transition process and ensured the customer would return the defective pump within the specified timeframe.